Event description:
The pt has two lead from the same lot number. It was reported the pt cannot feel stimulation. Diagnostic testing showed invalid impedance on multiple lead contacts. It was reported the pt will try a tens unit for several weeks, and surgical intervention will likely take place at a later date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.